Event description:
I had laser eye surgery at lasik institute in (B)(6) a few months ago. They really messed up my left eye and now won't fix it. I paid (B)(6) for lasik on both eyes and now can't see anything but a blur in my right eye. I was told I might need an adjustment on it but it had to heal. I went back to the (B)(6) office three times. Two times I was told that my eye hasn't healed and the third time he said the eye had over healed! I asked what that means and he (the assistant) couldn't explain it to me. I left pretty angry. They called and said I had an appointment for (B)(6) which is almost (B)(6). The "surgeon" wouldn't come to (B)(6). The "surgeon" said I would have to wait, don't know what for. In other words he wouldn't fix my eye. I lost my cdl's because of this. What can I do to get a refund so I can see another doctor?